Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused difficulty breathing. The patient did report receiving medical intervention and was hospitalized. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. Additional information was reported and section b5 should be: the manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused difficulty breathing an declining health over time. The patient did report receiving medical intervention and was hospitalized. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Section h6 was updated with the appropriate health effect - clinical code and type of investigation, investigation findings and investigation conclusions were updated to reflect that the manufacturer's investigation is ongoing.